Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the emergency coronary angiography surgery was completed by transferring the patient to higher-level hospital. The philips field service engineer (fse) went onsite and analysed the system logfile. The analysis showed high tube arcing with resonance current, indicating the tube was defective. To resolve this issue, fse replaced the x-ray tube and returned to philips for further analysis. The analysis confirmed the malfunction and identified the leakage of lubricant through the bushing/lid of the bearing led. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.